Manufacturer narrative:
Findings: pump received with protruded/loose drive support disk, minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. Pump received without original battery cap. A33 alarm during the basic occlusion test due to protruded/loose drive support disk. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33. Customer's blood glucose was 358 mg/dl. The customer was treated with humalog pin. The customer stated that the drive support cap is sticking out. The customer was advised that the possible cause of the alarm was during seating the force sensor did not detect the reservoir. . The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had damaged. Customer's blood glucose was 358 mg/dl. The customer stated that there is cracked in battery and o-ring is missing from the battery compartment. The customer declined to troubleshooting. The customer was advised that we are sending replacement insulin pump.